Event description:
It was reported by service report that the head section will not lock into place. There was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
See scanned page.